Manufacturer narrative:
Section has been updated based on product download. Serial number has been updated based on the case details. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's parent reported about their son who experienced symptoms described as "vomiting, weakness, muscle pain, headache and no appetite" and a sensor reading of 256 mg/dl was obtained. Customer was treated with "sweet juices" before he was taken to the hospital where a laboratory reading of 750 mg/dl was obtained. Customer was diagnosed with diabetic ketoacidosis and was hospitalized for a week where he received "hydrating drips" and other unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's parent reported about their son who experienced symptoms described as "vomiting, weakness, muscle pain, headache and no appetite" and a sensor reading of 256 mg/dl was obtained. Customer was treated with "sweet juices" before he was taken to the hospital where a laboratory reading of 750 mg/dl was obtained. Customer was diagnosed with diabetic ketoacidosis and was hospitalized for a week where he received "hydrating drips" and other unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.